Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This is 2 of the 2 MDR submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report submitted by the caregiver on behalf of the customer. A new sensor was received, however the sensor is damaged right out of the box. There was no report of adverse health impact or self- or third-party medical treatment. Adc customer service attempted to contact the hcp three times to gain additional details regarding this incident; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.